Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.4¿a. The criteria is <55a. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low are 54/52 mg/dl; for level high are 250/244 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:15pm. Patient ((B)(6)) called in stating the prodigy meter was giving results that were too low. The reading on the prodigy meter at the time of the event was 31mg/dl. (B)(6) performed an additional glucose test result with a result of 33mg/dl. (B)(6) was experiencing symptoms of tiredness. Paramedics were called within 10 minutes of testing with the prodigy meter and arrived in 8 minutes to assist (B)(6). Upon arrival paramedics performed a glucose test with their meter with a result of 279mg/dl. (B)(6) consumed a (B)(6) candy bar, cookies and (B)(6) prior to the medical attention. Approximately 18 minutes passed in between testing with the prodigy meter and the paramedics's meter. Paramedics also performed an additional glucose test with the prodigy meter with a result of 40mg/dl. (B)(6) was not transported to ER by paramedics nor did he go on his own. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.